Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement, embolization and vessel dissection occurred. The target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.25x12mm synergy¿ drug-eluting stent was advanced to the mid lad; however, it failed to cross the lesion. The device was removed and pre-dilation was attempted using a 2.25mm non-bsc balloon catheter but failed to cross the proximal end of lad. Another non-bsc balloon catheter was advanced but failed to cross the lesion. The physician checked the devices and there were no issues found. However, it was noted that the stent was not mounted on the stent delivery system (sds). The physician thought that there was a stent mounted on the sds. Cineangiocardiography was performed and it was found based on the image that the stent was dislodged in the renal artery. The dislodged stent was not removed, as it would be risky for the patient. It was also noted that there was a vessel dissection occurred due to many devices were inserted in the patient's body. The vessel dissection was treated with implantation of a non-bsc stent and the procedure was completed. No further patient complications were reported and the patient's status was stable and is presently being monitored.